Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). A batch review was performed for the report lot number (ps37x2), with no defects noted.

Event description:
The patient contacted baxter customer service and informed that the minicap cap presents with a crack. No patient injury was reported.